Event description:
It was reported to MFR that the physician's (B) (6) handheld screen would intermittently freeze at the interrogation successful screen. Troubleshooting was performed which included either reseating the flashcard or resetting the handheld and the event would resolve. The device will not be returned to MFR for analysis.